Event description:
After completion of a shoulder arthroscopy the hospital staff discovered the patient had a burn on the left quadrant below the chest. It was reported that the surgeon had a split pad placed on the left quadrant below the chest. The split was covered by a velcro strap and the patient was seated in beach chair position. The burn was described as a blanched spot directly in the center of redness.